Manufacturer narrative:
No button error alarm noted. Act button did not respond due to flattened button dome switch. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that they have a button error alarm. The blood glucose reading is 152 mg/dl. The insulin pump will be replaced.